Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging he obtained an unknown error message on his onetouch verio2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that on (B)(6) 2019, he was unable to obtain a reading on the subject meter, instead receiving an error message ¿retest with new strip¿. The patient manages his diabetes with a combination of basaglar insulin and twice daily metformin oral medication. After being unable to obtain a result, the patient reportedly administered ¿additional shots of insulin¿; he was unable to specify the quantity of insulin. He reported that later, on (B)(6) 2019, he developed symptoms of ¿sweaty and dizzy¿ and called the emergency medical services (ems) for assistance. He reported that when ems arrived, they obtained a blood glucose reading of ¿55 mg/dl¿ on the ems meter and he was advised to eat something to increase his blood sugar level, after which, he felt better. During troubleshooting, the patient confirmed that he was not using the product for the first time; however, was unable to troubleshoot the issue fully as he did not have any test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring ems advice, after obtaining an unknown error message on the subject meter and administering increased insulin.